Manufacturer narrative:
During a procedure under local anesthetic and sedation the cotton tip applicator that came with the chloraprep broke in the surgical site. The cotton tip applicator was being used to dissect the tissue within the surgical site and broke. The surgeon attempted to remove the retained piece with hemostats but was unsuccessful. The procedure was converted to an open carpel tunnel release. The retained piece was removed and the procedure was completed without further incident. Sample was returned for investigation and user-error was determined to be the root cause. Chloraprep (bd) is the manufacturer of this device. They have been notified, will conduct an investigation and make the determination whether any corrective action is indicated. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
Chloraprep basic ortho pack 2017-01.